Event description:
It was reported the patient had a pump fill and the concentration was changed. The patient was getting too much medication and was ¿dopey.¿ the patient followed up with the physician and the settings were changed. The prescription was adjusted. The patient was feeling dopey the previous day but does not feel the same way now. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).